Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I'm not sure were I went wrong. On both upper and lower when I took my thumb and finger to move it up to the dums it would break apart. You have a short time to do any thing with shape. They are so large in my mouth.